Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the mitraclip xtw was in the left atrium and gripper orientation was started. It was noted that the tactile gripper could not lower during independent actuation. Troubleshooting was performed, such as; raising and lowering the grippers multiple times and locking the device. The issue persisted, and the clip was removed and replaced. The procedure was successfully completed with an mr grade of 1-2. Post-procedure, the xtw was tested on the back table. It was noted that when no m knob was applied the gripper could lower, and when m knob was at 5 o'clock the issue persisted. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.